Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported from the us that the a head error occurred on the rotaflowdrive with s/n (B)(4). Ran rotaflowconsole without issue with substitute rfd. No patient use as it was discovered during a preventive maintenance. Complaint ID: (B)(4).

Manufacturer narrative:
After conversation with the technician from the service depot in mahwah date on 2020-04-03 the complaint#(B)(4)is a double entry of complaint#(B)(4). All data was the same as in complaint#(B)(4). Complaint (B)(4) can be closed as a double entry of (B)(4). All further investigation steps were handled in complaint (B)(4). The occurrence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).